Event description:
Complainant alleged that while monitoring a patient the device's display intermittently blanked out. The battery was removed, the device powered back on and auto discharged 30 joules to the patient. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the product and will be providing a follow-up report when our investigation is completed.